Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "during blood collection, it was found the stopper was loose and blood spilled onto the nurse." There were no reports of medical interventions.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "during blood collection, it was found the stopper was loose and blood spilled onto the nurse." There were no reports of medical interventions.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for cocked stoppers and 10 were subjected to functional draw testing and no issues were observed relating to stopper loose and leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper cocked and leakage. Bd was not able to identify a root cause for the indicated failure mode.